Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd eclipse¿ blood collection needle with luer adapter malfunctioned after use as the safety device failed when trying to engage the cap on the needle. The protective cover suddenly snapped and went sideways missing the needle altogether. There was no report of injury or medical intervention needed

Manufacturer narrative:
Summary - bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Conclusion - based on evaluation of the customer photos, the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed. Further investigation has been initiated for this product issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause - a CAPA has been initiated to document further investigation and root cause analysis relating to this product issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified.